Event description:
Pt had an incisional hernia repair with mesh and left inguinal hernia with mesh. Implanted was a voluntary recall by bard composix kugel hernia patch 25.4cm x 33.0cm oval ref #0010207 lot # 43end339. Pt returned to the or a mo later with abdominal abscess, possible colon fistula and underwent a colectomy, appendectomy, removal of mesh, lysis of adhesions, repair of abdominal wall defect with permacol.